Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, the physician had difficulty advancing the delivery system with valve through the sheath. Additionally, the physician had difficulty inflating the balloon during valve deployment. The valve was under expanded and had paravalvular leak so the team elected to post dilate. A different physician also had difficulty inflating the delivery balloon to expand the valve. The fcs then attempted to inflate the delivery balloon on the back table and did not have any issues. The devices will be returned.

Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined and found to have a kinked balloon catheter, likely caused by the packaging during return. No additional abnormalities were observed. As the reported complaint is related to inflation difficulty, the balloon deployment and inflation/deflation time were evaluated in functional testing. The recorded measurement shows that the device met the specification (total inflation/deflation time: 10:58 seconds). Engineering was able to inflate the balloon without difficulty and the balloon deployed symmetrically. Due to the nature of the complaint, no applicable dimensional testing was performed. The complaint for inflation difficulty is unable to be confirmed as no relevant procedural imagery was provided and evaluation of the returned device showed that the device conforms to specifications. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "the physician had difficulty inflating the balloon during valve deployment." Evaluation of the returned device showed that the balloon inflated symmetrically and without any difficulties or abnormalities. The total inflation and deflation time was 10:58 seconds, which meets the specification. Review of the provided 3mensio imagery revealed moderate ovality of the annulus and lvot, indicating moderately elliptical geometries. Additionally, an aortic angulation of 48 degrees, annular calcification with leaflet thickening, and access vessel tortuosity were observed. In this case, it was reported that "the fcs attempted to inflate the delivery balloon on the back table and did not have any issues," which suggests that the issues may be related to patient factors. An oval annulus and lvot can create uneven resistance, which may lead to difficulty during balloon inflation. Patient anatomical factors, such as annulus calcification and thickened leaflet, could be another factor that can constrain the delivery system balloon during deployment and lead to inflation difficulty. Additionally, although it was reported that "the device was not torqued any more than usual." Navigating through the tortuous anatomy may result in temporary kinking or twisting of the delivery system, which can impede the fluid pathway and lead to inflation difficulties. As such, available information suggests that patient factors (oval annulus and lvot, annular calcification and leaflet thickening, and tortuosity) may have contributed to the reported event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.